Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced irritation, dryness, redness, and rash from using two pieces of over tape. The customer also mentioned a loud alarm that went off while she was using a cordless phone. Customer's blood glucose level was not reported. The device was not returned.